Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular lead and the entire device system was explanted due to infection/sepsis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the fields h6. Adverse event problem and h10. Additional manufacturer narrative.

Event description:
It was reported that patient experienced bacteremia and sepsis and the system had to be explanted. A new lead was implanted successfully. Patient was discharged from the hospital and no additional adverse effects are present.